Manufacturer narrative:
E1 full establishment name due to character limit: (B)(6) hospital of (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had stripes in the image. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image blackout a root cause could not be identified. Based on the results of the investigation, the cause of the noisy image and image blackout was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.